Event description:
Three stents were successfully implanted in the distal and mid right coronary artary. A 3.5mm diameter by 15mm length s7 stemt delivery system was then inserted to treat a lesion in the proximal right coronary artery. The stent was tracked to the right coronary artery, however, under fluoroscopy it was noted that the stent was advanced past the intended lesion site. As the stent delivery system was pulled back to the proximal lesion site, the stent dislodged from the stent delivery balloon. Attempts to advance the stent delivery balloon through the undeployed stent were unsuccessful. The vessel began to spasm during the attempt to remove the stent, therefore, another s7 stent was implanted in the proximal artery. The physician spent several hours attempting to retrieve the stent with angioplasty balloons, snare, and guidewires. The attempts to remove the stent were unsuccessful, therefore, the pt was sent to surgery for coronary artery bypass grafting. The pt was reported to be fine post surgery.